Event description:
It was reported that the patient with this left bundle branch (lbb) lead had exhibited infection. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left bundle branch (lbb) lead were explanted. No additional adverse patient effects were reported. This lbb lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).